Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/15/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2011. The cca was advised the patient does not take medication to manage his diabetes; however, stated he took less food and/ or drink. The patient did not specify symptoms developed. On the evening of (B)(6) 2011, emergency medical services (ems) was contacted and administered the patient insulin (type/ amount not specified). The patient obtained a blood glucose result of "439 mg/dl" on the ems meter. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.